Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that an unintended bolus of 20 units of insulin was delivered without the customer inputting and requesting the bolus. Reportedly, the customer's blood glucose level was in the 40s (mg/dl). The customer consumed breadsticks, snickers, and mountain dew, and bg level returned to 95 mg/dl. During troubleshooting with tandem technical support, pump data was reviewed and showed that an override bolus was programmed and delivered by the user. Contact acknowledged that bolus appeared to be entered into the pump by user and not delivered without user prompt.